Manufacturer narrative:
Qn# (B)(4). MDR report key/report# 10808629/MDR text key# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (MDR report key# (B)(4) /MDR text key# (B)(4) "aline placed in right femoral artery, catheter was defective and blood was coming out the side of aline catheter besides lumen, threaded a wire without any resistance to change out the defective catheter, pulling back the catheter only the lumen along the small catheter portion came with remainder of the portion broke off inside patient's femoral artery. Guide wire was left in place inside the patient's right femoral artery and vascular surgery notified. Vascular surgery came to bedside for evaluation and after discussing with attending decided to have CT done and take patient for emergent intervention to or for removal of catheter".

Manufacturer narrative:
Qn#: (B)(4). MDR report key/report# 10808629/MDR text key# 215289324.

Event description:
According to the maude report (MDR report key# 10808629/MDR text key# 215289324) "aline placed in right femoral artery, catheter was defective and blood was coming out the side of aline catheter besides lumen, threaded a wire without any resistance to change out the defective catheter, pulling back the catheter only the lumen along the small catheter portion came with remainder of the portion broke off inside patient's femoral artery. Guide wire was left in place inside the patient's right femoral artery and vascular surgery notified. Vascular surgery came to bedside for evaluation and after discussing with attending decided to have CT done and take patient for emergent intervention to or for removal of catheter".